Event description:
It was reported that prior to an unknown procedure, the lot number/barcode number could not be clearly identified. Samples will not be returned. Please investigate based on the pictures attached. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: photo analysis: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, it was noted that the barcode information from the label was blurry. However, no conclusion could be reached as to the origin of this defect as the device was not returned for analysis.